Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that a button on the patient's infusion device was not functioning. At the time of report, it was not specified which button. It was also reported that the rubber covering of the button was damaged. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The soft component of the buttons are damaged and restricted handling of the pump is a possible implication. As result of the leaky soft components moisture may enter and caused damages to the electronic of the pump. The up button is permanent active due to an external mechanic damage. Additionally to the permanent activated up button the other buttons do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.